Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The reported issue has been confirmed during evaluation of the received problem description. Service report and ventilator logs were not provided. Our fse (field service engineer) was on site to investigate the issue further and found out that monitor was faulty as no power was going to the screen. Moreover, the air gas module was found faulty and required replacement. Customer was quoted with option of replacing the touch screen and air gas module to resolve the issue but customer did not reply to the quote. Information about the current status of the ventilator has not been provided.